Event description:
The customer reported that when adding 12 leds to a pt, they are not getting 12 led readings. There was no adverse pt impact reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.